Event description:
The caller reported an issue with the pump battery not charging. There was no adverse impact to the customer's blood glucose level. The caller was advised to plug the pump into a different wall outlet and to ensure the wall adapter was plugged into a functioning outlet for at least 30 continuous minutes. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.